Event description:
Within the past several months on numerous occasions, the medline pre-connected urethral catheterization tray and bag catheterization kits were defective in that when the catheter came in contact with the bladder sphincter, it collapsed and folded and did not enter the bladder. On all occasions, the catheters were verified defective by utilizing another medline catheterization kit with a different lot number, which did enter the bladder successfully allowing it to empty. The catheterization kits with defective kits' lot number were returned to the vendor in exchange for kits with different lot numbers, which were not defective and I was able to relieve my bladder without incident. Dose or amount: 1-14fr vinyl catheter, frequency: 4-5 times per day, dates of use: four days, diagnosis or reason for use: neurogenic bladder. Event reappeared after reintroduction? 1. Yes.